Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was outside of the minicap but located within the package. This occurred before use, after the package was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.